Event description:
Customer's father reported via phone call that the insulin pump alarmed motor error during reservoir change. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. Customer's father would contact the hospital to get the device replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.